Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient feels certain that her device has turned off and she had noticed on the day prior to the report, and she was unsure how it happened. The patient did not feel any pain, but she also did not feel any vibrations. The patient was unsure when it went off, and it has been quite some time since she felt vibrations. She noticed that when it was off, the pain has come back, but it is much milder. The patient thought that she may have noticed it on the night of (B)(6) 2018. The patient recently had an MRI, but she had turned stimulation back on after that. The patient synced to her patient programmer and saw that stimulation was off and that she was on group a at 1.5 volts and the implantable neurostimulator battery was full. The patient felt that it could have possibly been turned off when she had used the equipment but did not know. The patient had recharged sometime in the past 2 days. The patient was successful during the call to turn stimulation back on. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). It was reported that since (B)(6) 2018, the ins had turned itself off on three separate occasions. The patient had confirmed that the ins was off using the patient programmer. The patient turned the ins back on immediately. It was confirmed that other than the ins turning itself off, the ins was working and no other issues were reported. It was noted that the patient did not recall being around any large magnets. Also, the patient has not been seen to troubleshoot this. The rep told the patient that if it occurs again, that they should try and remember anything specific that could have contributed to it and then let the manufacturer know. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.